Event description:
New information received notes that the patient's implantable cardioverter defibrillator also exhibited failure to capture and signal under-sensing.

Manufacturer narrative:
The reported events of capture, sensing and high pacing impedance were confirmed. Final analysis found an anomalous internal supply. The hybrid resumed normal operation when power was removed and then resumed. The cause of the field event is consistent with an intermittent anomalous internal supply from the hybrid. The cause of the device entering backup was also due to a hybrid anomaly.

Event description:
It was reported that the patient presented in clinic for novel system implant. During implant, it was found that the new implantable cardioverter defibrillator exhibited a diagnostic anomaly in which impedance measurements were high and differed from measurements taken by the pacing system analyzer (psa). The procedure was completed using an alternate device on (B)(6) 2021. The patient recovered with no noted consequences.